Manufacturer narrative:
Pump passed the self test and displacement test. Hardware low level failures, variable 3, was confirmed in the formatted history file due to a cold solder joint found on pin 6 of the ambient light sensor(u1). Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they did not received sound during alarm for second time. The customer's blood glucose level was unknown. Beeping test was ok. Insulin pump will be returned for analysis.